Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a lack of auditory benefit with device use, and the issue could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same procedure.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same procedure. This report is filed (B)(4) 2013.